Event description:
It was reported by svc report that the fowler could not be lowered electronically or manually. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Fowler ball screw cover bearing.